Manufacturer narrative:
Product complaint #: (B)(4). Trade name: (B)(4). Active ingredient(s) gentamicin sulphate. Dosage form - powder. Strength 1.0g active in our cements. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
When opening the product, the paper backing ripped in a direction that it was not supposed to, causing the product to become unsterile. The paper wrapping is extremely thin at times and has a tendency to rip even when opening carefully. Level of harm: no effect - did not reach patient - detected before use or does not touch person during use.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: the returned complaint sample was examined at blackpool. It consisted of a powder bag (without the outer peelable pouch) and a set of patient labels. The ripped pouch was not returned. As the defective packaging layer was not returned it is not possible to verify this complaint. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.